Manufacturer narrative:
Section e1 : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced halos, glare, and unclear vision at night with a toric multifocal intraocular lens (iol) in the right eye. The explant was planned for the 1st of december to be exchanged with another johnson & johnson lens, model diu150 20.5 diopter. Through follow up, it was learned that the iol was explanted from the patient's right eye. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, model diu150 20.5 diopter was successfully implanted as a replacement. There was no patient injury. The patient was fine when discharged. No other information was provided.